Manufacturer narrative:
Initial and final MDR(B)(4)- device 3 of 3

Event description:
Reference number (B)(4) event occurred in the united states. The patient reported that she experienced infusion set cannula was bent ang got compromised within few hours on (B)(6)2024, which cause the patient blood glucose levels was elevated to 392 mg/dl, therefore patient had received bloused via the pump. The patient also reported that first he went to emergency room and subsequently got hospitalization with diabetic ketoacidosis, and she was in intensive care unit and had high ketones which were life threatening and had received treatment of IV and fluids of saline and insulin. The patient reported that the suspect cause of her high blood glucose levels was trying to bolus but not getting any insulin the infusion set was in use for 2 to 3 days. No further information available

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-32976. Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6005289 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005289 were previously tested in complaint (B)(4) on 18/jan/2025. Device history record (DHR) review: packing lot 6005289 was manufactured according to the work instruction (wi) version 110 in the line l160-l6, on 29/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005289 and other 8 complaints has been registered in database for the same lot and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) plan 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code

Event description:
To date no additional patient or event details have been received.